Event description:
Medtronic received information that a few days following the implant of this bioprosthetic valve (29mm), the patient presented with difficulty breathing. Echocardiogram findings showed that the left ventricular structure had changed, with developing valve stenosis. Eight days following implant, the valve was explanted and replaced with a new hancock mitral valve (27mm). It was noted that the explanted valve had thrombosed. There were no adverse patient effects during or after the valve replacement.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a piece of host tissue was received with the valve for analysis. All leaflets were in the closed position with a gap between the coaptive ridges of the left and right cusps to the point of coaptation. The non-coronary and left cusps were slightly stiff but flexible except where host tissue was present. The right cusp was stiff due to brown thrombotic appearing host tissue on the outflow. Remnants of pannus were noted along the inflow edge of the sewing ring. Brown thrombotic appearing host tissue filled and stiffened the right cusp on the outflow. A large piece of brown thrombotic appearing host tissue received with the valve showed striated patterns consistent with striations on the outflow of the non-coronary cusp. This piece of thrombotic host tissue appeared to have filled and stiffened the non-coronary cusp on the outflow. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve was attributed to thrombus. This finding is generally considered a patient related condition.

Manufacturer narrative:
(B)(6). The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.